Event description:
(B)(4). After 3 years of horrible periods which started with 365 days of bleeding after the coils were placed in an operating room plus migraines random skin rashes hair loss brain fog loss of employment due to not being able to lift I had an exploratory surgery in which they found several adhesions that attache day uterus to my abdominal wall from the essure coils the surgery for this was (B)(6) 2012 by (B)(6) 2013 when I had my hysterectomy they adhesions all reattached causing horrible pain to where I could barely walk when I was walking I would drop to my knees in pain it was so intense the ending outcome was surgery to remove my tubes uterus and cervix